Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The staff noticed some difficulties moving the slider during preparation. Upon completing the left superior pulmonary vein (lspv) ablation it was noticed that the guidewire was stuck. The catheter was removed and replaced to complete the procedure. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.

Manufacturer narrative:
The device has been received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the reported allegation. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. The staff noticed some difficulties moving the slider during preparation. Upon completing the left superior pulmonary vein (lspv) ablation it was noticed that the guidewire was stuck. The catheter was removed and replaced to complete the procedure. No patient complications were reported. The device has been received at boston scientific post market laboratory.